Event description:
The customer reported oxygen device failed and oxygen not available diagnostic error codes. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
B4:06aug2021; h11:b5 the customer reported that the unit has 343 battery faulty or missing. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair.

Event description:
The customer reported that the unit has 343 battery faulty or missing. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair.

Manufacturer narrative:
The customer called back later and requested a field service engineer to be dispatched to their site. The fse informed the customer the equipment had been obsolete since december 2019, and without parts, the device could not be repaired. An obsolescence letter was provided. The device had reached obsolescence and could not be repaired, so the root cause could not be reached.

Manufacturer narrative:
B4:(B)(6)2021 a quote was sent to the customer; however, the quote expired without a response from the customer. Therefore, philips has not been authorized at this time to evaluate the device. Although requested, no additional information regarding the unit's status was confirmed at this time. No parts have been confirmed to be replaced or returned for evaluation at this time.